Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for device change out. Externalized conductors were observed via diagnostic imaging. All electrical parameters were within range. Successful dft testing was performed. Lead remains implanted and will be monitored. Patient condition is good.